Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/ compromised force sensor system alarm test at 4lbs due to a faulty forces sensor resistor. There was no unexpected restart alarm noted. There was no damaged on the c13/interface board or electric assembly. The pump was received with a scratch on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin was squirting out during priming and the piston is not recognizing the reservoir. Customer recalls receiving a compromised force sensor system alarm and an unexpected restart alarm. Customer had to set up the time and date. Customer's blood glucose was 112 mg/dl. Customer was not able to check the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the dome sticker is no longer on the pump. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.